Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a bolus anomaly. She noticed a bolus of zero, pressed the act button, and when she looked down the insulin pump was delivering 0.675 units of insulin. The customer suspended her insulin pump. She received a change sensor and a calibration error alarm. She believed she administered the maximum bolus. Her blood glucose level was 145 mg/dl. She experienced low blood glucose levels. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads.